Event description:
During use of the wilson frame, the frame separated and the patient dropped onto table suffering a laceration to the head.

Manufacturer narrative:
We have evaluated the returned device and found it to be within specification. The device was fully functional with a few repair issues that is considered not related to the event (missing rubber wear pad on base and the pads that support the patient were torn). We considered this to be user error and will continue to monitor. (B)(4) 2010.